Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The programmer would not power on. The power supply was electrically out of specification. The power cord door was found broken.

Event description:
It was reported the programmer would not power on. The programmer was returned for service. There was no patient involvement.